Event description:
The pump was explanted due to infection. The pt was experiencing fever, redness and swelling. The device pocket and the cerebrospinal fluid were cultured and staph was isolated. The primary location of the infection was the device pocket. IV antibiotics were administered and the total device system was explanted. The pt did not have drug withdrawal. The infection resolved.